Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm stated that the dealer is alleging that unit is continuously beeping and not giving any error codes.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the unit would run for a few seconds and alarm, but it had no error codes flashing, which confirmed the original complaint issue. The following fields were updated. Accordingly: b4, d10, g4, h2, h3, h6, h7, and h10.

Event description:
The tbm stated that the dealer is alleging that unit is continuosly beeping and not giving any error codes.